Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle had a missing sleeve cover for non-patient end cannula. The following information was provided by the initial reporter: the customer stated "the needle is bent and without a cap within the box before use. The non-patient needle is without a rubber sleeve and a needle cap in the box."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for bent non patient needle and missing shield and sleeve cover with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle had a missing sleeve cover for non-patient end cannula. The following information was provided by the initial reporter: the customer stated "the needle is bent and without a cap within the box before use. The non-patient needle is without a rubber sleeve and a needle cap in the box.."